Event description:
I have had ongoing / chronic sinus infections, irritated bronchial area, sore throat and a dry cough, headaches and occasional dizziness for the past 1 1/2 years. Over that time it has gotten progressively worse. Over this time I have periodically noticed small black dots that have come out of my nose, when I blew it - but at the time I didn't realize that the black dots had come from my CPAP machine. I have also experienced stomach issues during this time period such as nausea and bloating (not sure if the later are connected but they did appear and get worse at the same time)but I am a mouth breather when I sleep. I have been at a loss as to why all this was occurring until I was advised by a doctor at the (B)(6) that my sinus / associate issues were probably the result of my CPAP machine being defective /that it had been recalled. So now I am in a position where continued use of the CPAP will only make my current symptoms worse, but I have a heart condition - so if I stop using it then I put strain on my heart. I am seeing n ent in 2 weeks and he can hopefully tell me if anything else is going on. This will be the second visit but the first one since I found out that the CPAP was the issue. Hopefully there are no additional health issues caused by this that I am not aware of. I have also had a period bad smell when I breath in that comes and goes and may or may not be relevant. Obviously there are doctors records that I could request in support of my statement. I reported this because it has really had an adverse effect on my health. FDA safety report ID# (B)(4).